Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for episodes that appeared to be external noise. The episodes coincided with the patient stretching over the battery of a cordless lawn mower. This was determined to be electro-magnetic interference and recommendations were made for working with lawnmowers. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient was ¿inappropriately shocked due to what looked like external noise and it was thought due to a cordless lawn mower; however, the patient was shocked again while not doing anything.¿ additionally, the external noise inhibited pacing. It was determined there was over-sensing due to electromagnetic interference. The patient was admitted for explant of the implantable cardioverter defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.